Event description:
It was reported by the customer that pyxis medstation es system touchscreen keyboard was not functioning. The customer reported that there was 15 minutes delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that keyboard touchscreen not working. A field service engineer advised the customer to turn off the medstation for five minutes and then power back up.subsequently, the touchscreen functioned properly. The system functioned as intended after the field service engineer troubleshooted the device.